Manufacturer narrative:
The customer has disposed of the instrument and it will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure that the pk dissecting forceps instrument would not fully engage on arm 1. It was noted the instrument had a broken cable and the instrument was replaced to continue the case. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.